Event description:
The user stated the device turned off twice while in use on a patient who was believed to have been choking. The first time was user error as the power button was pushed accidentally. The second time the user stated the device shut off while in use. A new battery was placed in the device and it passes self test and is ready for use. The patient survived.